Event description:
The expiration date on the test strip vial used with the blood glucose monitoring device has been rubbed off. Reporter stated the date is almost rubbed. No other info on the alleged event was provided. A request was made for the return of the suspect product and replacement prodouct was sent.